Event description:
Target lesion 1 was located in the proximal left anterior descending (prox lad) with 80% stenosis, a length of 10mm and reference vessel diameter of 3.0mm. The physician treated the target lesion with pre-dilatation, placement of a 3.0x16mm taxus express study stent and post-dilatation with 0% residual stenosis. Target lesion 2 was located in the proximal right coronary artery and was treated with a 3.5x15mm non bsc stent during the index procedure. The patient's hospitalization was prolonged for a day due to exacerbation of his copd. The patient was discharged 2 days after the initial procedure on protocol doses of aspirin and plavix. One thousand five hundred and eighty days after the initial procedure, the patient died at home. No autopsy was performed. Per the death certificate, the cause of death was cardiac arrest due to cardiovascular collapse and advanced copd. According to the principal investigator, the cause of death was advanced copd. In the opinion of the physician the relationship of the patients death to the taxus stent is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.